Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d8, h2, h3, h6. The device was returned to olympus and the customer's reported issue was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an image blackout and an e315 error. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issues occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during inspection for use, the gastrointestinal videoscope showed endoscope was unavailable. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.